Event description:
Report received from the USA stating that the device does not function. It is known that the device was being used during surgery. It is known that there was no patient or user injury. It is unknown if there was medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information becomes available, a supplemental report will be sent. (B)(4).